Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent aortic bypass procedure on (B)(6) 2019 and suture was used. The needle detaches itself from the thread. There were no adverse patient consequences reported.